Event description:
Caller reported alarm 01 on their device. There was no adverse impact to the customer's blood glucose level. The customer successfully loaded a new cartridge and resumed insulin administration with the assistance of technical support.